Manufacturer narrative:
The investigation concluded that the reported delay in supplying a custom device was a result of a delay in the receipt of the institutional approval. The institutional approval was received by siw in the UK on the 17 july 2017 and did not leave enough time to complete the manufacture and dispatch of the device in time for the 19 july 2017. The device was dispatched on the 21 july 2017. It was confirmed the procedure was completed on (B)(6) 2017 with no reported complications. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It has been reported that the surgeon is unhappy due to a delay in supplying a custom made device.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. No device evaluation required.

Event description:
It has been reported that the surgeon is unhappy due to a delay in supplying a custom made device.